Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -06.50/+4.0/038 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2022. The patient experienced a refractive surprise and the lens remained implanted. The patient is unhappy as the residual is +0.75/-2.25/180 and the patient improving to 20/20. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Addtional data: b5- "the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -06.50/+4.0/038 (sphere/cylinder/axis) in the patients left eye (os) on 11/jun/2022. The patient experienced a refractive surprise. Reportedly "the patient is unhappy as the residual is +0.75/-2.25/180 and the patient improving to 20/20." The lens was explanted. On 19/sept./2022 a replacement lens of the same model/length was implanted. Reportedly "post op details on 20/09/2022- vault-1ct- acceptance -0.75/-1.070 & 6/6." Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent/deformed and optic deformed. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).